Manufacturer narrative:
Date sent to FDA: 6/23/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 10/23/2023. Additional information: a1, a2, b7, d3, d4, g1. Additional b5 narrative: it was reported that the patient underwent mesh removal on (B)(6) 2013. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent ventral hernia repair surgery during which the surgeon noted ¿he previously placed mesh was noted to have torn away and attenuated. The mesh was incised sharply. Multiple adhesions of omentum and bowel attached to the mesh were taken down with sharp dissection. Once this was all separated, the excess redundant old mesh was trimmed and removed. Once the remaining adhesions were cleared, the resulting defect was repaired.it was reported that the patient experienced severe pain, dense adhesions, inflammation, stress and anxiety. No additional information is provided.